Manufacturer narrative:
The rods are pre-bent at the factory for a specific patient's use. The surgeon switched his cases last minute and the reps accidentally brought the wrong rods for the case. Those rods were initially manufactured for a unique patient. One of the rods was implanted in the wrong patient.

Event description:
The surgeon switched his cases last minute and the reps accidentally brought the wrong rods for the case. Those rods were initially manufactured for a unique patient. One of the rods was implanted in the wrong patient.